Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer also mentioned a motor error alarm. No further information reported.

Manufacturer narrative:
The pump was received with protruded/loose drive support disk, minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The pump was unable to prime during the prime test due to the protruded/loose drive support disk. However, the pump gave a motor error alarm during the basic occlusion test due to the protruded/loose drive support disk. The motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.